Event description:
It was reported that a 3.25 x 38 mm xience xpedition stent delivery system (sds) was removed from the packaging and the stylet and protective sheath were removed from the catheter without resistance. When the sds was going to be advanced on the wire, it was noted that the stent was not on the balloon. A new xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The stent dislodgement was able to be confirmed. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.